Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged, the patient experienced a blood glucose (bg) of 369 mg/dl with symptoms of nausea, and dizziness associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Cts determined that the pump basal/temp basal settings were incorrectly programmed, and there was a failure to bolus. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the pump¿s basal/temporary basal settings being incorrectly programmed.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: no defect was found..the last bolus delivery was a 1.05u normal (p) bolus on (B)(6) 2017 at 8:12. The last basal delivery was on (B)(6) 2017 at 20:19. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately.. No alarms or warnings or delivery interruptions occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.